Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is receiving ineffective therapy. Reportedly the lead may be fractured. The lead at t12 was tested for invalid impedance. X-rays were taken and confirmed that the leads had not migrated. As a result, the patient underwent surgical intervention on (B)(6) 2018 to have the lead replaced at t12 and another lead added at l5 for effective coverage. Therapy was restored post-op.